Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Troubleshooting attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.the implanted device remains.